Event description:
The user facility reported that the device was running without activation during testing prior to a procedure. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported that the device was running without activation during testing prior to a procedure.  There were no adverse consequences related to this event.

Manufacturer narrative:
Additional info b5 device evaluation: follow-up report submitted to document device evaluation results